Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer took off batteries and cap, set pump for 24 hours. Customer stated that all of the buttons were not sensitive. The customer's blood glucose is normal, didn't require medical treatment.

Manufacturer narrative:
The pump was received with no button response due to a faulty component on the interface board. No cosmetic damage was noted.